Event description:
Unable to determine the exact number of patients affected. Ace bandage wrap placed on pts post-operatively. During post op check in the physician office a few days later, multiple pts noted to have contact dermatitis reactions to the wrap.addt. Info. Obtained from the site:just a dermatitis rash and some with mild blistering of the rash.zimmer us, inc. # 4444-124 bandage elastic 4x10in.I was unable to locate a lot # on the boxes the product was shipped in or on the product itself so we do not have this information.I have already heard from the manufacturer and the local account rep came by and picked up a couple of the bandages and is waiting for a final count on the volume of the product remaining. We have removed this product from use and returned all to the storeroom and replaced with another brand of product. We still have other sizes in use, but will soon be changing these out as well.